Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that the pump stopped all insulin delivery. The customer had not tested blood glucose level at the time of the reported event, but stated that they felt fine. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer would use injections of fast acting insulin as alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.